Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bolus not delivered. The customer blood glucose level was 300 mg/dl. The customer stated that the high blood glucose was due to bolus not delivered, had music playing and did not hear alert. The customer did not want to troubleshoot for insulin pump. The customer stated that thy went through all the steps and watch that the delivery starts. The device will not be returned for analysis.